Event description:
A customer contacted beckman coulter (bec) reporting a leak coming from the cartridge chemistry (cc) sample mixer wash station on the unicel dxc 600i synchron access clinical system. The customer indicated that after receiving service a puddle of fluid was found on the floor covering about eight floor tiles. No error messages or flags alerted the customer of an instrument issue. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves during this event. No injuries were sustained by any laboratory personnel. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and found a loose tubing at the cc sample mixer wash station. The fse correct the connection, which resolved the issue. The fse verified instrument performance. It is unknown how the connection became loose. (B)(4).